Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire tip fracture occurred. The tip of this choice pt graphix guide wire broke off in the superficial femoral artery (sfa). The tip was successfully snared out. The procedure was completed with a different guide wire. No further patient complications were reported and the patient's status is ok.